Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the ipg site was revised. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.